Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the excel 36khz straight handpiece (c2602) was too hot to hold. The facility has not reported if there was patient involvement, injury, or surgical delay relative to this event.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h4, h6, h10. The cusa excel 36khz straight handpiece each1 (c2602) was returned for evaluation: device history record (DHR): the DHR documentation was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis - the investigation of the unit confirmed the complaint: the handpiece was overheated due to the transducer failure. A new transducer and housing assembly were replaced. The handpiece was retested and passed all tests to manufacturer's specification. Root cause - the root cause was confirmed as transducer delamination as a result of transducer braze degrading in the field and coliform failure. Corrective action was raised specific to 36khz handpiece c2602 and transducers and is pending implementation. We recommend replacing transducer, housing and o-ring's. For further information relating to the handpiece please consult the: excel handpiece IFU available online at integra.com.